Manufacturer narrative:
Concomitant medical products: product ID: dtba2d1 ICD, implanted: (B)(6) 2015. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible fracture on the right ventricular (rv) lead. A lead replacement is planned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated the rv lead had previously triggered a lead integrity alert (lia) due to high sensing integrity counter (sic) and oversensing. It was noted high impedance was also observed. The clinicians chose to turn all detections off and are awaiting a decision from the patient to revise the lead. No patient complications have been reported as a result of this event.